Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report:1627487-2016-00780 it was reported the patient was experiencing impedance issues on one scs lead (unknown which one) and the other scs lead had migrated (unknown which one). As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the lead with the impedance issues was explanted and replaced and the migrated lead was repositioned. No additional information is available at this time.